Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. The repair cannot be verified. A non-medtronic service provider replaced the display and the ventilator worked properly.

Event description:
It was reported that a ventilator had a blank display. There was no patient involvement.